Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (66 mg/dl). Reportedly, the customer entered their carbohydrate ratio into the pump incorrectly. Customer stabilize blood glucose levels with glucose tablets. Customer stated they have corrected their carbohydrate ratio.